Event description:
It was reported that the tip of the rotawire was fractured. A rotawire drive was selected for use in a calcified right coronary artery. During preparation, it was noted that the proximal tip of the rotawire drive was fractured when it was opened. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual and microscope inspection revealed that the spring tip was observed bent and stretched. No other issues were identified during the product analysis.

Event description:
It was reported that the tip of the rotawire was fractured. A rotawire drive was selected for use in a calcified right coronary artery. During preparation, it was noted that the proximal tip of the rotawire drive was fractured when it was opened. The procedure was completed successfully. No patient complications were reported.